Event description:
During the pretest cycle, it was observed that ice was forming all the way up the shaft of the probe. It was removed and replaced with another (B)(4).

Manufacturer narrative:
No pt injury reported.